Manufacturer narrative:
Date of event: unknown, used the first date of the aware month.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device had performance issues four years after implant. It had inflation issues and the pump was not operating as expected. All components were explanted without patient complications. Upon explant, it was identified that the reason for the device not functioning, as an aneurysm at the right cylinder. The pump and cylinders were explanted and replaced. The reservoir remains in service.